Event description:
After zofran finished, syringe tubing was removed and stayed in the clave and IV fluid leaked out of tubing. Infusion was stopped and rn pulled back on central line, then new tubing was placed. Device will be returned only if MFR provide prepaid shipping packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.